Event description:
It was reported that a critical pump alarm was heard 2015 (B)(6) and was confirmed by telemetry. The personal therapy manager (ptm) displayed code 8487- pump reset. The pump logs were checked and they showed low battery reset and safe state occurred on 2015 (B)(6). No patient symptoms were reported. The reporter stated that he would set the pump to minimum rate and manage the patient accordingly until the pump could be replaced. The manufacturer¿s representative later indicated that the pump replacement occurred 2015 (B)(6) due to the ¿pump dying early¿ and the pump was returned for analysis 2015 (B)(6). The pump was used to infuse bupivacaine and dilaudid (hydromorphone). No patient outcome was reported. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Analysis of the pump found c300. The low battery reset occurred due to an undetermined cause.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8731, serial# (B)(4), implanted: 2005 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.